Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor produced a reading that was lower than a reading from a hcp meter. She further reported that on (B)(6) 2019 customer experienced a ¿headache, weakness, vomiting and lost consciousness¿. Customer was taken to a hospital where the following readings comparison was done: sensor 221 mg/dl vs hcp meter: 515 mg/dl. Customer was diagnosed with dka (diabetic ketoacidosis), hospitalized and treated with insulin, paracetamol (an analgesic) and an unspecified intravenous anti-emetic medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m0007axur4 has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed, and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor produced a reading that was lower than a reading from a hcp meter. She further reported that on (B)(6) 2019 customer experienced a ¿headache, weakness, vomiting and lost consciousness¿. Customer was taken to a hospital where the following readings comparison was done: sensor 221 mg/dl vs hcp meter: 515 mg/dl. Customer was diagnosed with dka (diabetic ketoacidosis), hospitalized and treated with insulin, paracetamol (an analgesic) and an unspecified intravenous anti-emetic medication. There was no report of death or permanent injury associated with this event.